Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. A78078) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal distension ("bloating"), amnesia ("memory loss"), speech disorder ("speech problem"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and migraine ("migraine"). At the time of the report, the menorrhagia, abdominal distension, amnesia, speech disorder, fatigue, arthralgia and migraine outcome was unknown. The reporter considered abdominal distension, amnesia, arthralgia, fatigue, menorrhagia, migraine and speech disorder to be related to essure. Amendment: the report was amended for the following reason: due to internal review initial reporter was corrected to "consumer" (previously: 'other'). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 18-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') in a 54-year-old female patient who had essure (batch no. A78078) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("right after the insertion of essure, the patient experienced pain"). In 2019, the patient experienced amnesia ("memory loss / immediate memory impairment worsening over the past two years"), speech disorder ("speech problem"), menometrorrhagia ("menometrorrhagia"), depression ("depression"), tooth disorder ("teeth problems") and fibromyalgia ("fibromyalgia"). On (B)(6) 2020, the patient experienced arthralgia ("joint pain / joint pain in the right shoulder, fingers of both arms, hips and ankles"), menstruation irregular ("irregular cycles"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), asthenia ("intense asthenia"), back pain ("muscle pain in trapezius, lumbar, both thighs increased at night"), tendonitis ("tendonitis of the left elbow"), headache ("frontal headache worsening for four years"), dizziness ("dizziness"), tinnitus ("tinnitus"), insomnia ("insomnia that worsened over the past") and attention deficit hyperactivity disorder ("attention disorders"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), abdominal distension ("bloating"), fatigue ("chronic fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy subtotal inter-adnexal and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, abdominal distension, amnesia, speech disorder, fatigue, arthralgia, migraine, menometrorrhagia, depression, tooth disorder, fibromyalgia, menstruation irregular, intermenstrual bleeding, dysmenorrhoea, pelvic pain, back pain, tendonitis, headache, insomnia and attention deficit hyperactivity disorder was resolving and the procedural pain, asthenia, dizziness and tinnitus had resolved. The reporter considered abdominal distension, amnesia, arthralgia, asthenia, attention deficit hyperactivity disorder, back pain, depression, dizziness, dysmenorrhoea, fatigue, fibromyalgia, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, menometrorrhagia, menstruation irregular, migraine, pelvic pain, procedural pain, speech disorder, tendonitis, tinnitus and tooth disorder to be related to essure. The reporter commented: that on 2019, symptomatic treatments were implemented without improvement. On (B)(6) 2021, her attending physician stated that the patient's state of health improved since the beginning of the year 2021, i.e. After the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: sensitization of contact with nickel ++, palladium ++ and gold sodium thiosulfate dihydrate + blood test - on (B)(6) 2020: blood tin level corresponding to the 95th percentile. Pathology test - on (B)(6) 2021: analysis of the operative specimen showed an endometrium of the atrophic type without atypical character and diffuse adenosis.. Physical examination - on an unknown date: painful uterus of greatly increased volume suggesting a manifests adenomyosis; the physician suggested the possibility of a winding on itself of essure on the left side.. Ultrasound pelvis - on (B)(6) 2013: due top pain right after the essure insertion; in june 2019: due to menometrorrhagia - without findings. Lot number: a78078 manufacturing date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2021: a new reporter (lawyer), complete patient´s date of birth, lab datas and essure stop date were received. New adverse events added: procedural pain, menometrorrhagia, depression, teeth problems, fibromyalgia, irregular cycles, metrorrhagia, dysmenorrhea and pelvic pain, intense asthenia, joint pain in the right shoulder, fingers of both arms, hips and ankles, muscle pain in trapezius, lumbar, both thighs increased at night, a tendonitis of the left elbow, frontal headache, dizziness, tinnitus, insomnia, attention disorders. The medical device removal was added as a non-drug treatment of heavy menstrual bleeding. The action taken with drug added: drug withdrawn. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. A78078) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal distension ("bloating"), amnesia ("memory loss"), speech disorder ("speech problem"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and migraine ("migraine"). At the time of the report, the menorrhagia, abdominal distension, amnesia, speech disorder, fatigue, arthralgia and migraine outcome was unknown. The reporter considered abdominal distension, amnesia, arthralgia, fatigue, menorrhagia, migraine and speech disorder to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 20-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('heavy menstrual bleeding/ menorrhagia') in a 54-year-old female patient who had essure (batch no. A78078) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (1987 boy, 1993 girl) and elective abortion (2). No notion of personal or family atopy, but there is a notion of intolerance to costume jewelry. There was no long-term medication. Previously administered products included for an unreported indication: leeloo, minesse and jasmin. Concurrent conditions included allergy to metals (to non-precious metals). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("right after the insertion of essure, the patient experienced pain"). In 2018, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced menometrorrhagia ("menometrorrhagia"), neck pain ("cervicalgia") and depression ("depression"). In 2019, the patient experienced fibromyalgia ("fibromyalgia"), tooth disorder ("teeth problems"), amnesia ("memory loss / immediate memory impairment worsening over the past two years") and speech disorder ("speech problem"). In (B)(6) 2019, the patient experienced menstruation irregular ("irregular cycles"). In (B)(6) 2019, the patient experienced ligament sprain ("left ankle sprain"). On (B)(6) 2020, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("metrorrhagia"), back pain ("muscle pain in trapezius, lumbar, both thighs increased at night"), headache ("frontal headache worsening for four years"), tinnitus ("tinnitus"), dizziness ("dizziness"), asthenia ("intense asthenia"), arthralgia ("joint pain / joint pain in the right shoulder, fingers of both arms, hips and ankles"), tendonitis ("tendonitis of the left elbow"), insomnia ("insomnia that worsened over the past") and attention deficit hyperactivity disorder ("attention disorders"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating"), adenomyosis ("major diffuse adenomyosis"), migraine ("migraine"), ear disorder ("ent disorders - ear disorder"), pharyngeal disorder ("ent disorders- throat disease"), nasal disorder ("ent disorders - nasal disorder") and fatigue ("chronic fatigue"). The patient was treated with surgery (hysterectomy subtotal inter-adnexal and bilateral salpingectomy) and hysterectomy subtotal inter-adnexal and bilateral salpingectomy. Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, menometrorrhagia, intermenstrual bleeding, menstruation irregular, abdominal distension, back pain, headache, adenomyosis, neck pain, migraine, ear disorder, pharyngeal disorder, nasal disorder, fatigue, arthralgia, fibromyalgia, tendonitis, ligament sprain, tooth disorder, depression, amnesia, speech disorder, insomnia and attention deficit hyperactivity disorder was resolving and the procedural pain, tinnitus, dizziness and asthenia had resolved. The reporter considered abdominal distension, adenomyosis, amnesia, arthralgia, asthenia, attention deficit hyperactivity disorder, back pain, depression, dizziness, dysmenorrhoea, ear disorder, fatigue, fibromyalgia, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, ligament sprain, menometrorrhagia, menstruation irregular, migraine, nasal disorder, neck pain, pelvic pain, pharyngeal disorder, procedural pain, speech disorder, tendonitis, tinnitus and tooth disorder to be related to essure. The reporter commented: in 2019, symptomatic treatments were implemented without improvement. On (B)(6) 2021, her attending physician stated that the patient's state of health improved since the beginning of the year 2021, i.e. After the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: blood tin level corresponding to the 95th percentile. Pathology test - on (B)(6) 2021: analysis of the operative specimen showed an endometrium of the atrophic type without atypical character and diffuse adenosis. Physical examination - on an unknown date: painful uterus of greatly increased volume suggesting a manifests adenomyosis; the physician suggested the possibility of a winding on itself of essure on the left side; on (B)(6) 2020: no typical skin signs of eczema or urticaria found. Skin test - on (B)(6) 2020: battery of metals including cobalt, nickel, chromium and titanium : reading at 48 and 72 hours revealed a contact sensitization to nickel ++ (eviction form given to the patient), palladium++ (metal found in jewelry, dentistry, watches, etc.), gold sodium thiosulfate dihydrate + (found essentially in jewelry and in dentistry). Ultrasound pelvis - on (B)(6) 2013: due top pain right after the essure insertion; in (B)(6) 2019: due to menometrorrhagia - without findings. Lot number: a78078, manufacturing date: 2012-12, and expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: follow up information was received via lawyer: medical history/past drugs added (non reported previously). Start of events added: 2018 menorrhagia, (B)(6) 2019: irregular cycles. New events added: major diffuse adenomyosis, left ankle sprain, cervicalgia, ent disorders. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 07-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding/ menorrhagia") and embedded device ("essure was located in sub-mucosa") in a 47 year-old female patient who had essure inserted (lot no. A78078). Additional non-serious events are detailed below. The patient had a medical history of libido decreased, disorder circulatory system, weight gain, amenorrhea, elective abortion (2), parity 2 (1987 boy, 1993 girl) and multigravida. No notion of personal or family atopy, but there is a notion of intolerance to costume jewelry. There was no long-term medication. Previously administered products included: leeloo, jasmine [drospirenone;ethinylestradiol], minesse and jasmine [azelastine hydrochloride]. The patient had a family history of cardiac arrest. As concurrent condition the report mentioned allergy to metals (to non-precious metals). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced pelvic pain ("pelvic pain"). In (B)(6) 2013 she experienced procedural pain ("right after the insertion of essure, the patient experienced pain"). In 2018 she experienced heavy menstrual bleeding (seriousness criterion intervention required). In (B)(6) 2019 she experienced menometrorrhagia ("menometrorrhagia"), neck pain ("cervicalgia") and depression ("depression"). In (B)(6) 2019 she experienced menstruation irregular ("irregular cycles"). In (B)(6) 2019 she experienced ligament sprain ("left ankle sprain"). In 2019 she experienced fibromyalgia ("fibromyalgia"), tooth disorder ("teeth problems"), amnesia ("memory loss / immediate memory impairment worsening over the past two years") and speech disorder ("speech problem"). On (B)(6) 2020 she experienced dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("metrorrhagia"), back pain ("muscle pain in trapezius, lumbar, both thighs increased at night"), headache ("frontal headache worsening for four years"), tinnitus ("tinnitus"), dizziness ("dizziness"), asthenia ("intense asthenia"), arthralgia ("joint pain / joint pain in the right shoulder, fingers of both arms, hips and ankles"), tendonitis ("tendonitis of the left elbow"), insomnia ("insomnia that worsened over the past") and disturbance in attention ("attention disorders"). An unknown time she experienced embedded device (seriousness criterion medically important), allergy to metals ("allergy with nickel and tin"), abdominal distension ("bloating"), adenomyosis ("major diffuse adenomyosis"), migraine ("migraine"), ear disorder ("ent disorders - ear disorder"), visual acuity reduced ("decrease in visual acuity"), pharyngeal disorder ("ent disorders- throat disease"), nasal disorder ("ent disorders - nasal disorder"), fatigue ("chronic fatigue") and pollakiuria ("pollakiuria"). The patient was treated with amoxicillin, exacyl (tranexamic acid) and lutenyl (nomegestrol acetate) as well as surgery (hysterectomy subtotal inter-adnexal and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, pelvic pain, dysmenorrhoea, menometrorrhagia, intermenstrual bleeding, menstruation irregular, abdominal distension, back pain, headache, adenomyosis, neck pain, migraine, ear disorder, pharyngeal disorder, nasal disorder, fatigue, arthralgia, fibromyalgia, tendonitis, ligament sprain, tooth disorder, insomnia, depression, amnesia, speech disorder and disturbance in attention were resolving and the procedural pain, tinnitus, dizziness and asthenia had resolved. The outcomes for allergy to metals, visual acuity reduced and pollakiuria were unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, amnesia, arthralgia, asthenia, back pain, depression, disturbance in attention, dizziness, dysmenorrhoea, ear disorder, embedded device, fatigue, fibromyalgia, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, ligament sprain, menometrorrhagia, menstruation irregular, migraine, nasal disorder, neck pain, pelvic pain, pharyngeal disorder, pollakiuria, procedural pain, speech disorder, tendonitis, tinnitus, tooth disorder and visual acuity reduced to be related to essure administration. The reporter commented: in 2019, symptomatic treatments were implemented without improvement. On (B)(6) 2021, her attending physician stated that the patient's state of health improved since the beginning of the year 2021, i.e. After the surgery. (B)(6) 2013 easy insertion of essure according to the medical report : 3 intra-uterine coils on both sides. (B)(6) 2013 essure was located in sub-mucosa (coeliosurgery with bilateral salpingectomy was mentioned but not done). Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2020: blood tin level corresponding to the 95th percentile. [Pathology test] on (B)(6) 2021: analysis of the operative specimen showed an endometrium of the atrophic type without atypical character and diffuse adenosis. [Physical examination] on (B)(6) 2020: no typical skin signs of eczema or urticaria found; (date unknown): painful uterus of greatly increased volume suggesting a manifests adenomyosis; the physician suggested the possibility of a winding on itself of essure on the left side. [Skin test] on (B)(6) 2020: battery of metals including cobalt, nickel, chromium and titanium : reading at 48 and 72 hours revealed a contact sensitization to nickel ++ (eviction form given to the patient), palladium++ (metal found in jewelry, dentistry, watches, etc.), gold sodium thiosulfate dihydrate + (found essentially in jewelry and in dentistry). [Ultrasound pelvis] on (B)(6) 2013: due top pain right after the essure insertion; in (B)(6) 2019: due to menometrorrhagia - without findings. [Ultrasound scan] on (B)(6) 2020: 0,5 g/l. Lot number: a78078 manufacturing date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: events pollakiuria, metal allergy and decrease in visual acuity added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 30-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding/ menorrhagia"), embedded device ("essure was located in sub-mucosa") and endometritis ("diagnosis of post-operative endometritis") in a 47 year-old female patient who had essure inserted (lot no. A78078) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker, libido decreased, disorder circulatory system, weight gain, amenorrhea, elective abortion (2 1966 and 1997), parity 2 (1987 boy, 1993 girl) and multigravida. No notion of personal or family atopy, but there is a notion of intolerance to costume jewelry. There was no long-term medication. Previously administered products included: leeloo, jasmine [drospirenone;ethinylestradiol], minesse and jasmine [azelastine hydrochloride]. The patient had a family history of cardiac arrest. As concurrent condition the report mentioned allergy to metals (to non-precious metals). The only concomitant product mentioned was laroxyl (amitriptyline hydrochloride). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, she experienced procedural pain ("right after the insertion of essure, the patient experienced pain"). In 2018, she experienced heavy menstrual bleeding (seriousness criterion intervention required). In (B)(6) 2019, she experienced menometrorrhagia ("menometrorrhagia"), neck pain ("cervicalgia") and depression ("depression"). In (B)(6) 2019, she experienced menstruation irregular ("irregular cycles"). In (B)(6) 2019, she experienced ligament sprain ("left ankle sprain"). In 2019, she experienced fibromyalgia ("fibromyalgia"), tooth disorder ("teeth problems"), amnesia ("memory loss / immediate memory impairment worsening over the past two years") and speech disorder ("speech problem"). On (B)(6) 2020, she experienced dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("metrorrhagia"), back pain ("muscle pain in trapezius, lumbar, both thighs increased at night"), headache ("frontal headache worsening for four years"), tinnitus ("tinnitus"), dizziness ("dizziness"), asthenia ("intense asthenia"), arthralgia ("joint pain / joint pain in the right shoulder, fingers of both arms, hips and ankles"), tendonitis ("tendonitis of the left elbow"), insomnia ("insomnia that worsened over the past") and disturbance in attention ("attention disorders"). Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion medically important), allergy to metals ("allergy with nickel and tin"), abdominal distension ("bloating"), adenomyosis ("major diffuse adenomyosis"), migraine ("migraine"), ear disorder ("ent disorders - ear disorder"), visual acuity reduced ("decrease in visual acuity"), pharyngeal disorder ("ent disorders- throat disease"), nasal disorder ("ent disorders - nasal disorder"), fatigue ("chronic fatigue"), pollakiuria ("pollakiuria"), endometritis (seriousness criterion medically important), vertigo ("vertigo"), aphasia ("loss of words"), dysarthria ("slurred speech"), myalgia ("muscular pain"), stress ("stress"), anxiety ("anxiety"), burning sensation ("burning sensation in legs during the night"), dyspareunia ("dyspareunia") and loss of libido ("libido loss"). The patient was treated with amoxicillin, exacyl (tranexamic acid) and lutenyl (nomegestrol acetate) as well as surgery (hysterectomy subtotal inter-adnexal and bilateral salpingectomy). At the time of the report, the heavy menstrual bleeding, pelvic pain, dysmenorrhoea, menometrorrhagia, intermenstrual bleeding, menstruation irregular, abdominal distension, back pain, headache, adenomyosis, neck pain, migraine, ear disorder, pharyngeal disorder, nasal disorder, fatigue, arthralgia, fibromyalgia, tendonitis, ligament sprain, tooth disorder, insomnia, depression, amnesia, speech disorder and disturbance in attention were resolving, the procedural pain, tinnitus, dizziness, asthenia and dysarthria had resolved and the stress and anxiety had not resolved. The outcomes for allergy to metals, visual acuity reduced and pollakiuria were unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, amnesia, anxiety, aphasia, arthralgia, asthenia, back pain, burning sensation, depression, disturbance in attention, dizziness, dysarthria, dysmenorrhoea, dyspareunia, ear disorder, embedded device, endometritis, fatigue, fibromyalgia, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, ligament sprain, loss of libido, menometrorrhagia, menstruation irregular, migraine, myalgia, nasal disorder, neck pain, pelvic pain, pharyngeal disorder, pollakiuria, procedural pain, speech disorder, stress, tendonitis, tinnitus, tooth disorder, vertigo and visual acuity reduced to be related to essure administration. The reporter commented: in 2019, symptomatic treatments were implemented without improvement. On (B)(6) 2021, her attending physician stated that the patient's state of health improved since the beginning of the year 2021, i.e. After the surgery. (B)(6) 2013, easy insertion of essure according to the medical report : 3 intra-uterine coils on both sides. (B)(6) 2013, essure was located in sub-mucosa (coeliosurgery with bilateral salpingectomy was mentioned but not done). Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2020: blood tin level corresponding to the 95th percentile [pathology test] on (B)(6) 2021: analysis of the operative specimen showed an endometrium of the atrophic type without atypical character and diffuse adenosis [physical examination] on (B)(6) 2020: no typical skin signs of eczema or urticaria found; (date unknown): painful uterus of greatly increased volume suggesting a manifests adenomyosis; the physician suggested the possibility of a winding on itself of essure on the left side [skin test] on (B)(6) 2020: battery of metals including cobalt, nickel, chromium and titanium : reading at 48 and 72 hours revealed a contact sensitization to nickel ++ (eviction form given to the patient), palladium++ (metal found in jewelry, dentistry, watches, etc.), gold sodium thiosulfate dihydrate + (found essentially in jewelry and in dentistry) [ultrasound pelvis] on (B)(6) 2013: due top pain right after the essure insertion; in (B)(6) 2019: due to menometrorrhagia - without findings. [Ultrasound scan] on (B)(6) 2020: 0,5 g/l. Lot number: a78078. Manufacturing date: 2012-12. Expiration date: 2015-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-may-2023: events endometritis, vertigo, loss of words, slurred speech, muscular pain, dyspareunia and libido loss stress & anxiety added. Events outcome added. Medical history & concomitant drugs were added. 30-may-2023: no new information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 05-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding/menorrhagia"), embedded device ("essure was located in sub-mucosa") and endometritis ("diagnosis of post-operative endometritis") in a 47 year-old female patient who had essure inserted (lot no. A78078) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of urinary incontinence, vaginal dryness, menopause, smoker, libido decreased, disorder circulatory system, weight gain, amenorrhea, elective abortion (2 1966 and 1997), parity 2 (1987 boy, 1993 girl) and multigravida. No notion of personal or family atopy, but there is a notion of intolerance to costume jewelry. There was no long-term medication. Previously administered products included: leeloo, jasmine [drospirenone; ethinylestradiol] and minesse. The patient had a family history of cardiac arrest. As concurrent condition the report mentioned allergy to metals (to non-precious metals, as earrings, bracelets). The only concomitant product mentioned was laroxyl (amitriptyline hydrochloride). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, she experienced procedural pain ("right after the insertion of essure, the patient experienced pain"). In 2018, she experienced heavy menstrual bleeding (seriousness criterion intervention required). In (B)(6) 2019, she experienced menometrorrhagia ("menometrorrhagia"), neck pain ("cervicalgia") and depression ("depression"). In (B)(6) 2019, she experienced menstruation irregular ("irregular cycles"). In (B)(6) 2019, she experienced ligament sprain ("left ankle sprain"). In 2019, she experienced fibromyalgia ("fibromyalgia"), tooth disorder ("teeth problems"), amnesia ("memory loss/immediate memory impairment worsening over the past two years") and speech disorder ("speech problem"). On (B)(6) 2020, she experienced dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("metrorrhagia"), back pain ("muscle pain in trapezius, lumbar, both thighs increased at night"), headache ("frontal headache worsening for four years"), tinnitus ("tinnitus"), dizziness ("dizziness"), asthenia ("intense asthenia"), arthralgia ("joint pain/joint pain in the right shoulder, fingers of both arms, hips and ankles"), tendonitis ("tendonitis of the left elbow"), insomnia ("insomnia that worsened over the past") and disturbance in attention ("attention disorders"). Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion medically important), endometritis (seriousness criterion medically important), allergy to metals ("allergy with nickel and tin"), abdominal distension ("bloating"), adenomyosis ("major diffuse adenomyosis"), migraine ("migraine"), ear disorder ("ent disorders - ear disorder"), visual acuity reduced ("decrease in visual acuity"), pharyngeal disorder ("ent disorders- throat disease"), nasal disorder ("ent disorders - nasal disorder"), fatigue ("chronic fatigue"), pollakiuria ("pollakiuria"), vertigo ("vertigo"), aphasia ("loss of words"), dysarthria ("slurred speech"), myalgia ("muscular pain"), stress ("stress"), anxiety ("anxiety"), burning sensation ("burning sensation in legs during the night"), dyspareunia ("dyspareunia") and loss of libido ("libido loss"). The patient was treated with amoxicillin, exacyl (tranexamic acid) and lutenyl (nomegestrol acetate) as well as surgery (hysterectomy subtotal inter-adnexal, bilateral salpingectomy, left oophorectomy.). At the time of the report, the heavy menstrual bleeding, pelvic pain, dysmenorrhoea, menometrorrhagia, intermenstrual bleeding, menstruation irregular, abdominal distension, back pain, headache, adenomyosis, neck pain, migraine, ear disorder, pharyngeal disorder, nasal disorder, fatigue, arthralgia, tendonitis, ligament sprain, tooth disorder, insomnia, depression, amnesia, speech disorder and disturbance in attention were resolving, the procedural pain, tinnitus, dizziness, asthenia and dysarthria had resolved and the fibromyalgia, stress and anxiety had not resolved. The outcomes for allergy to metals, visual acuity reduced and pollakiuria were unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, amnesia, anxiety, aphasia, arthralgia, asthenia, back pain, burning sensation, depression, disturbance in attention, dizziness, dysarthria, dysmenorrhoea, dyspareunia, ear disorder, embedded device, endometritis, fatigue, fibromyalgia, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, ligament sprain, loss of libido, menometrorrhagia, menstruation irregular, migraine, myalgia, nasal disorder, neck pain, pelvic pain, pharyngeal disorder, pollakiuria, procedural pain, speech disorder, stress, tendonitis, tinnitus, tooth disorder, vertigo and visual acuity reduced to be related to essure administration. The reporter commented: in 2019, symptomatic treatments were implemented without improvement. On (B)(6) 2021, her attending physician stated that the patient's state of health improved since the beginning of the year 2021, i.e. After the surgery. On (B)(6) 2013, easy insertion of essure according to the medical report: 3 intra-uterine coils on both sides. On (B)(6) 2013, essure was located in sub-mucosa (coeliosurgery with bilateral salpingectomy was mentioned but not done). Consultation report of (B)(6) 2022: "... The patient had a chronic pain syndrome which may suggest a fibromyalgia syndrome with significant consequences on the three facets: bio psycho, social, in particular an anxio depressive syndrome. The physician remained very reserved about the etiological diagnosis because the sudden menopause can give myalgias and she could be one of the women who have the essure implant syndrome (he has no expertise on this subject). Her emotional past was also very fraught, which could be a trigger for fibromyalgia. No consultation with a neurologist was performed for the memory loss and elocution disorders, no neuropsychological check up performed. No brain MRI. No treatment was given. Gynecological examination: the patient described a urinary incontinence and leakage. Climacteric disorders that appeared around the age of 54 and vaginal dryness around the age of 56 years. The patient said that she had sexual harm, with profound dyspareunia since the hysterectomy, a reduced libido and a rarity of sexual intercourse (once every 3 months) expert opinion : no direct link between adenomyosis and essure. Gynecological disorders were described in case of ademyosis. With regard to toxicity, patient¿s symptoms were not allergic in nature. The indication for hysterectomy was linked to both the presence of adenomyosis and essure. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2020: blood tin level corresponding to the 95th percentile [gynaecological examination] on (B)(6) 2022: e patient described a urinary incontinence and leakage. Climacteric disorders that appeared around the age of 54 and vaginal dryness around the age of 56 years. [Neurological examination] on (B)(6) 2022: unremarkable. [Pathology test] on (B)(6) 2021: analysis of the operative specimen showed an endometrium of the atrophic type without atypical character and diffuse adenosis [physical examination] on (B)(6) 2018: speculum: metrorrhagia; on (B)(6) 2020: no typical skin signs of eczema or urticaria found; on (B)(6) 2022: general somatic examination: tests were unremarkable. Cervical rachis: tests were unremarkable except palpation of the left paracervical grooves staggered from c4 to c6 was reported to be painful. Right and left shoulder: tests were unremarkable. Dorsolumbar spine: tests were unremarkable except palpation of the line of the spinous veins which revealed elective pain in the l5-s1 space and in the left. Paravertebral groove of l4-l5; (date unknown): painful uterus of greatly increased volume suggesting a manifests adenomyosis; the physician suggested the possibility of a winding on itself of essure on the left side. [Skin test (< 0.6)] on (B)(6) 2020: battery of metals including cobalt, nickel, chromium and titanium : reading at 48 and 72 hours revealed a contact sensitization to nickel ++ (eviction form given to the patient), palladium++ (metal found in jewelry, dentistry, watches, etc.), gold sodium thiosulfate dihydrate + (found essentially in jewelry and in dentistry); on (B)(6) 2020: tin test: "negative= 0.26 g/l (normal <0.6 g); on (B)(6) 2021: new tin dosage performed: 0.18 g. [Ultrasound pelvis] on (B)(6) 2013: due top pain right after the essure insertion; on (B)(6) 2018: endometrium 3.2 mm, adnexa normal, essure in place; in (B)(6) 2019: due to menometrorrhagia - without findings. [Ultrasound scan vagina] on (B)(6) 2020: major diffuse adenomyosis. Essure in place. The left one can be rolled up on itself. Lot number: a78078. Manufacturing date: 2012-12. Expiration date: 2015-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-oct-2023: report via lawyer: consultation report of 26-oct-2022 added. Tests, further medical history added. Expert opinion added: no direct link between adenomyosis and essure. Gynecological disorders were described in case of ademyosis. With regard to toxicity, patient¿s symptoms were not allergic in nature. The indication for hysterectomy was linked to both the presence of adenomyosis and essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding/ menorrhagia') and embedded device ('essure was located in sub-mucosa') in a 47-year-old female patient who had essure (batch no. A78078) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (1987 boy, 1993 girl), elective abortion (2), amenorrhea, weight gain, disorder circulatory system and libido decreased. No notion of personal or family atopy, but there is a notion of intolerance to costume jewelry. There was no long-term medication. Previously administered products included for an unreported indication: jasmine, minesse, jasmin and leeloo. Concurrent conditions included allergy to metals (to non-precious metals). Family history included cardiac arrest. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced procedural pain ("right after the insertion of essure, the patient experienced pain"). In 2018, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced menometrorrhagia ("menometrorrhagia"), neck pain ("cervicalgia") and depression ("depression"). In 2019, the patient experienced fibromyalgia ("fibromyalgia"), tooth disorder ("teeth problems"), amnesia ("memory loss / immediate memory impairment worsening over the past two years") and speech disorder ("speech problem"). In (B)(6) 2019, the patient experienced menstruation irregular ("irregular cycles"). In (B)(6) 2019, the patient experienced ligament sprain ("left ankle sprain"). On (B)(6) 2020, the patient experienced dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("metrorrhagia"), back pain ("muscle pain in trapezius, lumbar, both thighs increased at night"), headache ("frontal headache worsening for four years"), tinnitus ("tinnitus"), dizziness ("dizziness"), asthenia ("intense asthenia"), arthralgia ("joint pain / joint pain in the right shoulder, fingers of both arms, hips and ankles"), tendonitis ("tendonitis of the left elbow"), insomnia ("insomnia that worsened over the past") and attention deficit hyperactivity disorder ("attention disorders"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal distension ("bloating"), adenomyosis ("major diffuse adenomyosis"), migraine ("migraine"), ear disorder ("ent disorders - ear disorder"), pharyngeal disorder ("ent disorders- throat disease"), nasal disorder ("ent disorders - nasal disorder") and fatigue ("chronic fatigue"). The patient was treated with amoxicillin, nomegestrol acetate (lutenyl), tranexamic acid (exacyl) and surgery (hysterectomy subtotal inter-adnexal and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, pelvic pain, dysmenorrhoea, menometrorrhagia, intermenstrual bleeding, menstruation irregular, abdominal distension, back pain, headache, adenomyosis, neck pain, migraine, ear disorder, pharyngeal disorder, nasal disorder, fatigue, arthralgia, fibromyalgia, tendonitis, ligament sprain, tooth disorder, depression, amnesia, speech disorder, insomnia and attention deficit hyperactivity disorder was resolving, the embedded device outcome was unknown and the procedural pain, tinnitus, dizziness and asthenia had resolved. The reporter considered abdominal distension, adenomyosis, amnesia, arthralgia, asthenia, attention deficit hyperactivity disorder, back pain, depression, dizziness, dysmenorrhoea, ear disorder, embedded device, fatigue, fibromyalgia, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, ligament sprain, menometrorrhagia, menstruation irregular, migraine, nasal disorder, neck pain, pelvic pain, pharyngeal disorder, procedural pain, speech disorder, tendonitis, tinnitus and tooth disorder to be related to essure. The reporter commented: in 2019, symptomatic treatments were implemented without improvement. On (B)(6) 2021, her attending physician stated that the patient's state of health improved since the beginning of the year 2021, i.e. After the surgery. (B)(6) 2013 easy insertion of essure according to the medical report : 3 intra-uterine coils on both sides. (B)(6) 2013 essure was located in sub-mucosa (coeliosurgery with bilateral salpingectomy was mentioned but not done). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: blood tin level corresponding to the 95th percentile. Pathology test - on (B)(6) 2021: analysis of the operative specimen showed an endometrium of the atrophic type without atypical character and diffuse adenosis. Physical examination - on an unknown date: painful uterus of greatly increased volume suggesting a manifests adenomyosis; the physician suggested the possibility of a winding on itself of essure on the left side; on (B)(6) 2020: no typical skin signs of eczema or urticaria found. Skin test - on (B)(6) 2020: battery of metals including cobalt, nickel, chromium and titanium : reading at 48 and 72 hours revealed a contact sensitization to nickel ++ (eviction form given to the patient), palladium++ (metal found in jewelry, dentistry, watches, etc.), gold sodium thiosulfate dihydrate + (found essentially in jewelry and in dentistry). Ultrasound pelvis - on (B)(6) 2013: due top pain right after the essure insertion; in (B)(6) 2019: due to menometrorrhagia - without findings; on (B)(6) 2020: 0,5 g/l. Lot number: a78078, manufacturing date: 2012-12, and expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 03-jun-2022. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure was located in sub-mucosa') and heavy menstrual bleeding ('heavy menstrual bleeding/ menorrhagia') in a 47-year-old female patient who had essure (batch no. A78078) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (1987 boy, 1993 girl), elective abortion (2), amenorrhea, weight gain, disorder circulatory system and libido decreased. No notion of personal or family atopy, but there is a notion of intolerance to costume jewelry. There was no long-term medication. Previously administered products included for an unreported indication: jasmine, minesse, jasmin and leeloo. Concurrent conditions included allergy to metals (to non-precious metals). Family history included cardiac arrest. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced procedural pain ("right after the insertion of essure, the patient experienced pain"). In 2018, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced menometrorrhagia ("menometrorrhagia"), neck pain ("cervicalgia") and depression ("depression"). In 2019, the patient experienced fibromyalgia ("fibromyalgia"), tooth disorder ("teeth problems"), amnesia ("memory loss / immediate memory impairment worsening over the past two years") and speech disorder ("speech problem"). In (B)(6) 2019, the patient experienced menstruation irregular ("irregular cycles"). In (B)(6) 2019, the patient experienced ligament sprain ("left ankle sprain"). On (B)(6) 2020, the patient experienced dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("metrorrhagia"), back pain ("muscle pain in trapezius, lumbar, both thighs increased at night"), headache ("frontal headache worsening for four years"), tinnitus ("tinnitus"), dizziness ("dizziness"), asthenia ("intense asthenia"), arthralgia ("joint pain / joint pain in the right shoulder, fingers of both arms, hips and ankles"), tendonitis ("tendonitis of the left elbow"), insomnia ("insomnia that worsened over the past") and attention deficit hyperactivity disorder ("attention disorders"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal distension ("bloating"), adenomyosis ("major diffuse adenomyosis"), migraine ("migraine"), ear disorder ("ent disorders - ear disorder"), pharyngeal disorder ("ent disorders- throat disease"), nasal disorder ("ent disorders - nasal disorder") and fatigue ("chronic fatigue"). The patient was treated with amoxicillin, nomegestrol acetate (lutenyl), tranexamic acid (exacyl) and surgery (hysterectomy subtotal inter-adnexal and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device outcome was unknown, the heavy menstrual bleeding, pelvic pain, dysmenorrhoea, menometrorrhagia, intermenstrual bleeding, menstruation irregular, abdominal distension, back pain, headache, adenomyosis, neck pain, migraine, ear disorder, pharyngeal disorder, nasal disorder, fatigue, arthralgia, fibromyalgia, tendonitis, ligament sprain, tooth disorder, depression, amnesia, speech disorder, insomnia and attention deficit hyperactivity disorder was resolving and the procedural pain, tinnitus, dizziness and asthenia had resolved. The reporter considered abdominal distension, adenomyosis, amnesia, arthralgia, asthenia, attention deficit hyperactivity disorder, back pain, depression, dizziness, dysmenorrhoea, ear disorder, embedded device, fatigue, fibromyalgia, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, ligament sprain, menometrorrhagia, menstruation irregular, migraine, nasal disorder, neck pain, pelvic pain, pharyngeal disorder, procedural pain, speech disorder, tendonitis, tinnitus and tooth disorder to be related to essure. The reporter commented: in 2019, symptomatic treatments were implemented without improvement. On (B)(6) 2021, her attending physician stated that the patient's state of health improved since the beginning of the year 2021, i.e. After the surgery. (B)(6) 2013 easy insertion of essure according to the medical report : 3 intra-uterine coils on both sides. (B)(6) 2013 essure was located in sub-mucosa (coeliosurgery with bilateral salpingectomy was mentioned but not done) diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: blood tin level corresponding to the 95th percentile. Pathology test - on (B)(6) 2021: analysis of the operative specimen showed an endometrium of the atrophic type without atypical character and diffuse adenosis. Physical examination - on an unknown date: painful uterus of greatly increased volume suggesting a manifests adenomyosis; the physician suggested the possibility of a winding on itself of essure on the left side; on (B)(6) 2020: no typical skin signs of eczema or urticaria found. Skin test - on (B)(6) 2020: battery of metals including cobalt, nickel, chromium and titanium : reading at 48 and 72 hours revealed a contact sensitization to nickel ++ (eviction form given to the patient), palladium++ (metal found in jewelry, dentistry, watches, etc.), gold sodium thiosulfate dihydrate + (found essentially in jewelry and in dentistry). Ultrasound pelvis - on (B)(6) 2013: due top pain right after the essure insertion; in (B)(6) 2019: due to menometrorrhagia - without findings; on (B)(6) 2020: 0,5 g/l. Lot number: a78078, manufacturing date: 2012-12, expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-jun-2022: event essure was located in sub-mucosa, patient medical history, treatment drugs, rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 25-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') and pelvic pain ('pelvic pain') in a 54-year-old female patient who had essure (batch no. A78078) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("right after the insertion of essure, the patient experienced pain"). In 2019, the patient experienced amnesia ("memory loss / immediate memory impairment worsening over the past two years"), speech disorder ("speech problem"), menometrorrhagia ("menometrorrhagia"), depression ("depression"), tooth disorder ("teeth problems") and fibromyalgia ("fibromyalgia"). On (B)(6) 2020, the patient experienced pelvic pain (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia"), arthralgia ("joint pain / joint pain in the right shoulder, fingers of both arms, hips and ankles"), menstruation irregular ("irregular cycles"), dysmenorrhoea ("dysmenorrhea"), asthenia ("intense asthenia"), back pain ("muscle pain in trapezius, lumbar, both thighs increased at night"), tendonitis ("tendonitis of the left elbow"), headache ("frontal headache worsening for four years"), dizziness ("dizziness"), tinnitus ("tinnitus"), insomnia ("insomnia that worsened over the past") and attention deficit hyperactivity disorder ("attention disorders"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("chronic fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy subtotal inter-adnexal and bilateral salpingectomy) and hysterectomy subtotal inter-adnexal and bilateral salpingectomy. Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, pelvic pain, intermenstrual bleeding, abdominal distension, amnesia, speech disorder, fatigue, arthralgia, migraine, menometrorrhagia, depression, tooth disorder, fibromyalgia, menstruation irregular, dysmenorrhoea, back pain, tendonitis, headache, insomnia and attention deficit hyperactivity disorder was resolving and the procedural pain, asthenia, dizziness and tinnitus had resolved. The reporter considered abdominal distension, amnesia, arthralgia, asthenia, attention deficit hyperactivity disorder, back pain, depression, dizziness, dysmenorrhoea, fatigue, fibromyalgia, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, menometrorrhagia, menstruation irregular, migraine, pelvic pain, procedural pain, speech disorder, tendonitis, tinnitus and tooth disorder to be related to essure. The reporter commented: that on 2019, symptomatic treatments were implemented without improvement. On (B)(6) 2021, her attending physician stated that the patient's state of health improved since the beginning of the year 2021, i.e. After the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: sensitization of contact with nickel ++, palladium ++ and gold sodium thiosulfate dihydrate +.. Blood test - on (B)(6) 2020: blood tin level corresponding to the 95th percentile.. Pathology test - on (B)(6) 2021: analysis of the operative specimen showed an endometrium of the atrophic type without atypical character and diffuse adenosis.. Physical examination - on an unknown date: painful uterus of greatly increased volume suggesting a manifests adenomyosis; the physician suggested the possibility of a winding on itself of essure on the left side.. Ultrasound pelvis - on (B)(6) 2013: due top pain right after the essure insertion; in (B)(6) 2019: due to menometrorrhagia - without findings. Lot number: a78078 manufacturing date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. A78078) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal distension ("bloating"), amnesia ("memory loss"), speech disorder ("speech problem"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and migraine ("migraine"). At the time of the report, the menorrhagia, abdominal distension, amnesia, speech disorder, fatigue, arthralgia and migraine outcome was unknown. The reporter considered abdominal distension, amnesia, arthralgia, fatigue, menorrhagia, migraine and speech disorder to be related to essure. Lot number: a78078 manufacturing date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.